Event description:
Clinician reports surgery (B)(6) 2011 implantation region 22 with article 021.4110 lot x0766 with bone ceramic 070.203 lot p0354 and biogide 100327. On (B)(6) 2011, all sutures are open slightly because a suture was broken. On (B)(6) 2011, at control check-up a 3mm pocket buccally around the implant was discovered - cause unk. On (B)(6) 2011, at impression taking the implant rotated when inserting the closure screw. The implant was removed. On (B)(6) 2011, the gingiva was open - there was bone defect with inflamed tissue. The remains of bone ceramic and granulation tissue was removed. Pt was treated with mefenacid and plack out.

Manufacturer narrative:
The batch record review has been carried out and confirms that the product was within specification. The (B)(6) 2011 implant removal of this report will be reported on the next quarterly straumann to FDA, scheduled due on october 31, 2011.